Manufacturer narrative:
Continuation of d10: product ID 97755. Serial# (B)(6): product type recharger was returned and analysis was performed. Analysis found worn donut. This does not impact the functionality of the recharger. Electrical failure - no device found message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an external device. The reason for call was caller reported it was not working so they went to the doctor (hcp) yesterday and a medtronic rep told them to call and ask for new charging equipment. Agent asked what specifically was not working correctly, caller said at first the implant (ins) was completely dead, but when they finally got the right spot to charge, the implant charged, but went extremely slowly. Caller mentioned the medtronic rep did some kind of reset, but things still weren't working, so they tried to charge the implant again, but thought the ins was unable to charge all the way up. Caller didn't know the exact process that took place or how long the patient charged for because the medtronic rep kept coming back in, checking on it, and walking away. Caller said they thought 'it' didn't hold 'it' or anything; agent thought they probably meant something wasn't staying charged. Caller stated they didn't know they'd need to answer a bunch of questions because the rep just told them to call and request "new charging equipment." Agent asked and caller confirmed the patient had been seeing 'no device found' prior to going to the hcp for assistance. Agent briefly reviewed how passive recharge mode worked, and it sounded like that was the process the rep had them go through (caller said took about 5 minutes) after resetting their controller, but they didn't stay to get the implant fully charged because it was going 'slow' (caller was uncertain how long they had been charging the ins while at the appointment). Caller checked the controller which was red/low and needed to recharge, and the ins was at 30%. Agent asked if the patient had been having trouble getting the controller to charge from ac power, and caller said no. Agent advised they let the controller charge up and then try to charge the ins again, or call back for further assistance, since troubleshooting would need to be done to identify if a component wasn't behaving the way it should. Upon further review, according to a spotfire search, the rep that helped the patient was a sales rep, not a clinical specialist. Patient rep called back and repeated previously documented information; caller described prm with numbers 0 and 1. Caller reported patient was currently in prm with 0-1-3 and confirmed paddle was directly over implant. Caller added that the recharger gets hot. Agent sent request to repair for replacement recharger. Agent sent request to repair for replacement belt.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97755. Serial# (B)(6): product type recharger correction sent to edit fdc code and to select recall/notification/add z#. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.